Manufacturer narrative:
On 19-jun-2026, the product investigation was completed as the complaint device was not returned.device investigation details:an analysis of the product could not be performed since a physical sample was not received for evaluation.a manufacturing record evaluation was performed for the finished device number lot 31874668l and no internal action related to the complaint were found during the review.as part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition.if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA.manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a right sided atrial tachycardia ablation with a octaray mapping catheter and the patient experienced cardiac arrest (pea) that required CPR (cardiopulmonary resuscitation). However, the patient died. It was reported that the patient passed away on the table, and the medical team suspected pea (pulseless electrical activity). After the case started and got access, the tean went up with the soundstar® crystal and decanav® catheters. They placed the cs (coronary sinus catheter) and they checked right side, went up with the octaray¿ catheter, and then mapped to a focal spot. After finding an area of interest, they exchanged to a thermocool smarttouch® sf catheter and went up and zeroed the catheter. But before the team began any ablation, the patient stats dropped. The physician checked with ice (intracardiac echocardiography) for any effusion but none were seen. The physician called for a code and they began CPR. CPR was done for almost one hour with epinephrine every ten minutes, they also tried to pacing the rv with the decanav® and with the thermocool smarttouch® sf catheters, but that was not helping the patient. After one hour they stopped intervention and called the time of death. Patient had a history of previous ablation procedures (pfa-pulse field ablation--with farawave for pulmonary vein and posterior wall isolation; rf with stsf for anterior mitral line) with 0 complications.